Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by an end user's wife, who reported that one of the legs of bath bench "collapsed" while in use. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Drive will not be able to perform a product evaluation, as the end user's wife confirmed that she discarded the unit after purchasing a replacement. Drive will continue to monitor complaints for any related trends.